Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# serial# unknown implanted: (B)(6) 2021 explanted: product type lead product ID 357501 lot# 60231023 serial# implanted: explanted: product type screening device information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that during placement of the foramen needle, no motor response was observed. Put the needle in the gluteus and turned on stimulation. No muscle contraction was observed. Another ground pad from the 978b package was used and the above steps were repeated. Still no motor response. A new mini hook cable was used. First the problem occurred again, but after a while, gluteus contraction as well as motor response of sacral nerves could be observed. The hcp assumed that the needle was not put deep enough inside the gluteus and lateral to the neuro foramen. Therefore, he assumed handling issues with placing the needle correctly.